Event description:
It was reported that the patient underwent a generator explant due to an infection. The generator was placed recently. The generator will be replaced once the infection is resolved. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.